Event description:
The customer contacted baxter's technical service center and reported the spike became disconnected from the supply bag. The home patient's caregiver stated she got tangled up in some of the tubing and pulled the spike out of one of the supply bags. The baxter technical service representative explained that she will need to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause was determined to be use error due to the home patient stating that she got tangled up in some of the tubing and pulled the spike out of one of the supply bags. A labeling review was performed and found to be adequate. The reported problem was resolved over the phone using current label copy. Product surveillance contacted the home patient's mother, who stated the reported incident never happened. The home patient's mother stated her daughter never got tangled in the lines. No additional information could be obtained. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported a system message was displayed and the laser stopped during a procedure. Three attempts were made to reboot the system without success. The customer then called technical support services (tss) and was told the system would require service before it could be used again. The customer tried to obtain another laser to complete the procedure and was unable, then attempted to try the system once again. The system rebooted successfully and the case was completed without any further incidents. There was no pt harm reported, however, there was a delay of 45-60 minutes resulting in the pt being under general anesthesia longer than planned.